Manufacturer narrative:
The alleged broken c6387 device is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the c6387, spectrum ii suture hook, disposable, large crescent, qty 5, device broke in the joint of the patient during a rotator cuff procedure on (B)(6) 2018. The component was retrieved causing a 20-minute delay in the procedure. It is reported that the patient was not injured during this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.